Manufacturer narrative:
D10: concomitant devices: unknown. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 80 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, tissue and bone loss. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
B2: corrected d1: corrected d2a: corrected d2b: corrected d4: added catalog number, expiration date, serial number, and UDI. D10 concomitant devices: ((B)(6)) 188-00-02 - wedge plasma s/o sz 2. ((B)(6)) 180-01-50 - nv crown cup clstr hole 50mm group 1 ((B)(6)) 180-65-20 - alteon 6.5mm. Screw, 20mm. ((B)(6)) 180-65-20 - alteon 6.5mm screw, 20mm. ((B)(6)) 170-32-03 - biolox delta femoral head 32mm od, +3.5mm. G4: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, type of investigation. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear and/or osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.